Event description:
The reporter stated that she did meter to lab comparison tests, approximately 20-30 minutes apart, in a fasting state. She tested on her meter at home, then drove to dr's office for lab test. Her meter read 78 mg/dl, and the lab result was 128 mg/dl. She did not have any symptoms. On follow-up, she said that she plans to see her dr next week for a side by side meter/lab test. She did a control test; the result was in range, 123 (94-140). The lifescan rep reviewed qc procedures and discussed meter/lab comparisons with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8